Manufacturer narrative:
Based on the information available, the cause that contributed to the reported device mechanical issue could not be established as the product is not available for analysis. The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of a device mechanical issue cannot be confirmed. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the inflatable penile prosthesis was expected to be revised as the device does not work correctly.